Manufacturer narrative:
(B)(4). Date of event: estimated. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after deployment of a 3.0x18 rx xience stent, the balloon was slow to deflate. Several deflations were required using the indeflator. There was no adverse patient effect and no intervention required. There was no reported clinically significant delay in the procedure. No additional information was provided.